Manufacturer narrative:
See incident description for device evaluation.

Event description:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The test strips were found to have enzyme missing. Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic issue. On (B)(6) 2019, the lay user/patient contacted lifescan (B)(4), alleging that their ot verio vue meter powered off when the test strip was inserted. This complaint was initially ruled out because during customer services troubleshooting, there was no indication to reasonably suggest that the product malfunctioned and there was also no allegation of an adverse event as a result of the reported issue.